Event description:
During follow-up, increased pacing impedance and decreased sensing was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection and diagnostic imaging of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of high pacing impedance and low sensing were not confirmed.